Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The reported liner was reviewed for compatibility with the shell, with no issues noted. No product identifiers were provided for the head and stem; therefore, compatibility of the entire construct could not be checked. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a right hip arthroplasty was present with extensive radiolucency reflecting osteolysis along the proximal femoral implant and probable loosening. There is no evidence of acetabular implant loosening. There was evidence of mild polyethylene liner wear. The bone quality is osteopenic. A definitive root cause cannot be determined. Based on the medical image review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). H10: cat: unknown lot: unknown / unknown stem. G2: foreign: country: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately 24 years post implantation due to implant wear and inability. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.